Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump display was blank and when they inserts new battery the screen started blinking but did not function. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated the display did not returned. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery , battery out limit and failed batterytest alarms noted during testing. (B)(4).